Event description:
During a correlation study, the customer reported discovering four (4) patients who had blasts on their blood film but the unicel dxh 800 coulter cellular analysis system did not generated suspect message for blasts, on separate days, involving two (2) unicel dxh 800 coulter cellular analysis system. The customer stated that both dxh 800 instruments are in use at the customer's laboratory to report patient results. The customer stated that the erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Although the customer initially alleged four (4) patients were affected, the customer only provided data for three (3) patients. This report references unicel dxh 800 coulter cellular analysis system serial number (B)(4) on the event date noted. Data review of the provided printouts indicates that the instrument generated suspect variant ly (lymphocytes) and left shift flags for patient #2. The customer performed a manual smear and indicated "15% blasts" on the manual slide. The sample was collected in a 4 ml edta (ethylenediaminetetraacetic acid) vacutainer tube and ran within 24 hours after the draw. Routine control runs indicate that 6c control was performing wihtin specification.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and verified alignments for the dxh 800 serial number (B)(4). The fse noted that cv (coefficient of variation) on mals, lmals, and umals were trending high and proceeded to tighten all screws on the vc (vacuum chamber), bleached the vcsn (volume, conductivity and light scatter for multiple angles) module, replaced the tubing on the amtc module and performed realignment. The repairs were verified per established procedures and results met published specifications. Raw data was received and conclusion is pending completion of analysis. Evaluation: raw data analysis. Results: vcsn module, and alignment. All related medwatch reports associated with this event: 1061932-2013-01024, 1061932-2013-01025, 1061932-2013-01039.

Manufacturer narrative:
Additional information: mals - median angle light scatter. Lmals - lower median angle light scatter. Umals - upper median angle light scatter. Amtc - air-mix temperature control.

Manufacturer narrative:
Raw data was not collected for this event and failure mode remains unknown. As of (B)(4) 2013, there has been no report of similar event reported by the customer involving the unicel dxh 800 coulter cellular analysis system serial number (B)(4).